Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's pacemaker. Programming changes were recommended. No information regarding patient condition was reported.